Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, three (3) months due to aortic insufficiency. The tavr procedure was performed with a 20mm 9755rsl transcatheter valve. The procedure concluded with great result and the patient was discharged on pod #1.